Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two internal insulation abrasions breaching the right ventricular and ring electrode cable lumens in between the shock coils with intact insulation cable coating in these locations and two external insulation abrasions breaching the ring electrode cable lumen at the distal region and breaching the superior vena cava cable lumen at the proximal region of the lead. The insulation cable coating was not abraded in these locations. The cause of external insulation abrasions was consistent with friction to another device or feature of the heart and friction to the device can.

Event description:
This report is to advise of an event observed during analysis.